Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that according to the facility clinical engineers many low flow alarms had been recorded, but they were unable to check the history for other alarms on the system monitor. The patient was asymptomatic. It was requested the log files be reviewed to ensure the system is working properly. The log files were reviewed and captured low flow events throughout the event and periodic history log files. These occurred when pulsatility index (pi) was elevated. There appeared to be no device issues causing these events. There were no other unusual events seen in the log files. The cause of the low flow alarms was not identified. When asked if the low flows alarms had resolved it was said the alarm may or may not sound. The issue with the system monitor may have been observed to resolve. There were no other alarms besides low flows. The serial number of the system monitor was unknown. No products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
What was meant by the "alarm may or may not sound" was that the alarm did not continue all the time. It was checked and verified that the alarms were displayed by the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was submitted for evaluation with concerns of intermittent alarms. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 16dec2024 was reviewed. There were no notable events active in the log file. Pump operation was not affected. Additional provided information stated that the alarm sound was not continuous, and that no product would be returned for analysis. A root cause for the reported event was unbale to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller. Heartmate 3 instructions for use (rev. A) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. A) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.